Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 which occurred on home choice (hc) during use during drain 1 of 5. The home patient (hp) stated that he disconnected to use the washroom and the hc alarmed after reconnecting. The baxter technical representative (tsr) advised the hp to discard the supplies and start over with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 was confirmed because the patient stated that he disconnected for a couple of minutes to use the wash room, and after reconnecting the homechoice alarmed. The cause is determined to be use error. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.